Event description:
Additional information: it was reported that the pump and catheter were discarded. The patient was implanted with a new system on (B)(6), 2012. The patient status at the time of the report was no injury and no adverse event.

Event description:
Additional information was received. Company representative reported patient restarted on oral antispasmodics besides surgical explant intervention. Patient was re-implanted on (B)(6) 2012. Hcp reported patient did not have meningitis. Patient had redness, swelling, drainage, pain, incisional wound opening as symptoms for the infection. A cultured was obtained from the device pocket at the lumbar region and the results indicated ¿(B)(6) unknown¿, also reported as (B)(6). Patient was treated with IV antibiotics and total device system explant. Patient outcome was reported as infection resolved. System used to deliver lioresal. If additional information becomes available another report will be submitted.

Event description:
It was reported that the patient developed a pump pocket infection. It was indicated that the patient was alive and that there were no patient symptoms or injuries related to this event. The entire device system was explanted. The date of explant was unknown. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709sc, lot # n309734010, implanted: (B)(6) 2012, product type catheter.